Event description:
The customer stated the gel is not spinning down completely and there are flecks of the gel still floating in the sample. Customer provided technical service the following information. "The customer advised they are experiencing cloudiness and flecks (debris) suspended in the sample after item: 456287p is refrigerated. They customer stated they receive the item centrifuged and refrigerated after being drawn/transported from various outreach laboratory draw centers; of which the tubes are noticed to have cloudy plasma. The customer advised they also receive item: 456287p for inpatient analysis but at ambient temperature and the plasma is found clear (free of debris/cloudiness). The customer provided photos depicting their observation of cloudy samples (refrigerated), and clear samples (ambient). The customer stated that the cloudy plasma samples are causing interference with their beckman au ife analyzer, and they are having to halt operations to clean and clear the analyzer of the debris which causes a delay to their analysis. The customer stated to circumvent the plasma debris interfering with the au analyzer, they are re-centrifuging item: 456287p to achieve a clear plasma sample for analysis. The customer stated the cloudiness and flecks in item: 456287p also occurred about 2 years prior, was reported to greiner, and was resolved at the time, but now it seems to have started again. The customer stated they are "wondering if greiner's wave of production and backorders had anything to do with the quality." The customer advised that they cannot attest to how item: 456287p is handled or centrifuged prior to their receipt from the various outreach laboratory draw centers, but the problem occurs after centrifugation and refrigeration of these samples. The customer advised at their own facility, the tubes are centrifuged at 3000rpm for 4 minutes, and the centrifuge is maintained at room temperature."

Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. Samples for evaluation were only recently received from the customer and the results are not available yet. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Complaint statement co22-2100-443: received 1 rack 456287p/b220333t for evaluation. Received customer pictures. We have no further complaints for the material/batch. Samples were tested according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. The alleged malfunction cannot be confirmed.